Event description:
Patient reported "enlarged lymph nodes, various physical symptoms and sensitivities, confirmed leakage or tears, silicone particles have also migrated toward the armpit, skin damage and anxiety". This record is for the left side. Device remains implanted and it's unknown if it will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.